Event description:
It was reported that the customer answered yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 pcu?" There was no patient involvement.

Manufacturer narrative:
Correction: e2, g2 additional information: h6, h10 the reported issue with unresponsive keypads or stuck keys could not be investigated further for confirmation because no product was returned. No device history search was performed since no source device serial number was reported by the customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer answered yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" There was no patient involvement.

Event description:
It was reported that the customer answered yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 pcu?" There was no patient involvement.

Manufacturer narrative:
H3 other text : device was not returned.